Manufacturer narrative:
No product has been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A tripped trend review was completed for the reported complaint and fs libre sensors, and there were no adverse trends that indicate any potential product-related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.section d-3 (email) and section g1 was updated to reflect current contact information.

Event description:
Customer reported an unspecified issue with the use of the adc freestyle libre 2 sensor which she no longer remembered and therefore could no longer rely on the sensor for the glucose readings. Customer further reported she experienced symptoms of hypoglycemia and hyperglycemia described as trembling and loss of consciousness and received glucose during hypoglycemia and insulin during hyperglycemia from her husband. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported an unspecified issue with the use of the adc freestyle libre 2 sensor which she no longer remembered and therefore could no longer rely on the sensor for the glucose readings. Customer further reported she experienced symptoms of hypoglycemia and hyperglycemia described as trembling and loss of consciousness and received glucose during hypoglycemia and insulin during hyperglycemia from her husband. There was no report of death or permanent impairment associated with this event.